Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device had a cracked mecanyl tube with a semi-closed loop. The semi-closed loop was entangled one time. The visual inspection of the knot showed that it was configured correctly. The complete loop closure was possible. The cause for the entangled loop could not be verified at the actual sample. Furthermore no breakage was observed at the actual sample. The test result for knot pull meets the specified quality requirements.

Event description:
It was reported that the patient underwent laparoscopic total gastrectomy on (B)(6) 2015 and suture was used. During the procedure, the suture broke. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.